Manufacturer narrative:
(B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was not firing. No patient complications have been reported due to this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was not firing. No patient complications have been reported due to this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Block h6: problem code 2906 captures the reportable event of clip was not firing. Block h10: investigation results visual examination of the returned complaint device noted the clip assembly was returned with the device. A kink was noted at the proximal section of the catheter. Functional evaluation was performed; the device was able to open and close, was activated and fully deployed with two clicks heard. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose; such as the manner in which the device was handled either during unpacking or during introduction of the device through the scope. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.